Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer was able to reload the existing cartridge, ultimately clear the alarm, and resume insulin therapy. Customer's blood glucose was 184 mg/dl, and the customer went to the emergency room; however, did not receive treatment.